Event description:
It was reported that the patient presented in clinic for normal follow up. Cinefluoroscopy revealed that the left ventricular lead exhibited externalized conductor. No medical intervention was performed; the patient would be monitored. No patient symptoms were reported.